Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A manual drop test was performed and the test passed. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). It was reported that the patient is pediatric using an adult receiver. It should be noted that the dexcom g4 platinum system is not approved for use in children or adolescents, pregnant women or persons on dialysis. The device has been received. The investigation is not yet complete. A follow-up report will be submitted upon completion.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the receiver had intermittent audio output on (B)(6) 2015. It was reported that the patient was using an adult receiver. No medical intervention or injuries were reported.